Event description:
Customer reported the heater will not turn on prior to patient use.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and there were no defects observed. Functional testing was performed and the unit was connected to 110vac. The unit did not pass the initial power connect test. No lights indicated initial power connection. The power supply board was removed from the neptune and a new lab inventory power supply board was installed. The unit still didn't power on at the initial connection of the 110vac. Next the fuses were removed and tested to see if they conducted a current. One of them failed to conduct a current. A device history record review was performed and no relevant findings were identified. The complaint has been confirmed. The investigation revealed a defective fuse. The root cause for the failure is unknown.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the heater will not turn on prior to patient use.